Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed itchy skin under the therapy electrodes and chest area. There are no indications of a visible rash or irritation. There was no alleged device malfunction contributing to the irritation. Patient reported using antibiotic ointment and a prescription cream for itching. Patient did not recall the name of the cream. Follow up indicated that the cream is helping with the skin irritation. It's unclear if the prescription cream was prescribed to treat the lifevest rash. Reporting out of the abundance of caution.